Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, after 10 passes of needle it fell out. The needle fell into the patient's cavity and was retrieved with graspers. The surgeon reloaded needle to resolve the issue. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. Patient information was requested but is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.